Event description:
It was reported to boston scientific corporation that a flexima bilary stent was originally placed in the common bile duct during a stone removal procedure performed in (B)(6) 2011. On (B)(6), 2012, during another stone removal procedure, the same patient was reexamined due to abdominal pain and the flexima stent that had been placed in (B)(6) was found to be broken. According to the complainant, during the procedure in (B)(6) 2011 there were no issues with the flexima stent. On (B)(6), 2012, the patient presented with abdominal pain and during the procedure, a non-bsc basket catheter was first used to remove a stone. After removing the stone, it was noticed that the flexima stent was broken. One portion of the stent had fallen into the duodenum and one portion of the stent remained in the common bile duct. The fragment of the stent in the common bile duct was retrieved; however the fragment in the duodenum was not removed. It is unknown whether there is any plan to remove the unretrieved fragment. According to the physician, it is possible the patient's abdominal pain was related to the broken stent. The patient's condition at the conclusion of the procedure was reported to be good, and the event of pain was reported as resolved.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4).according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.